Event description:
A malfunction was reported on a pump, which occurred after the pump's battery depleted due to oversight in charging. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction reappears, which they acknowledged and understood.